Manufacturer narrative:
Concomitant medical products: (B)(4); ext. Tubing, therapy date: (B)(6) 2015. The customer¿s report of an over infusion of magnesium sulfate was not confirmed. Visual inspection of the device and sets noted no damage or any issues. Review of the pcu event logs confirmed that the pump module sn (B)(4) was programmed as reported by the user with no obvious programming errors. Rate accuracy testing was performed and the device was performing within specification. Functional testing was performed and noted the check valve was working as designed. Pressure testing was performed on the sets and noted no leaking. The root cause was not determined.

Event description:
The customer reported an over infusion of 2 mg magnesium sulfate in 50 ml normal saline. The intended rate was 25ml per hour as a secondary IV infusion that was started at 0648 and discovered completed at 0710. The customer has reported no medical interventions were required as a result of this event and there was no patient harm.